Event description:
Facility is having problems with the administration sets for the baxter micromix machines (tpn's). They have informed baxter and they have told them they have had a lot of complaints with a particular lot #. Facility is having to throw out a lot of tpn's because they are getting error messages that cannot be resolved by baxter. This potentially could cause an adverse drug reaction.